Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as poor hygiene conditions. The patient was hospitalized and treated with cefazolin 1x1 (details not reported) and vancomycin 1x1 (details not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
A1: (B)(6). E1: initial reporter last name: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.